Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were unable to monitor one telemetry transmitter at the central nurse's station (cns), so they rebooted the cns. The cns was then showing 8 telemetry transmitters that had no waveforms. The hard disk drives were replaced and temporarily resolved the issue, but the issue later returned. No patient harm or injury was reported. Investigation summary: the customer reported that the cns was not able to monitor a telemetry transmitter and was running slowly. Nihon kohden technical support (nk ts) attempted to troubleshoot the issue without resolution. The customer was to send the device in to be evaluated. However, they later reported that the issue was resolved, but did not give details on how it was resolved. As the issue was resolved without needing nk assistance or repairs, the cause of the issue is unlikely to be related to a device malfunction. As the device was not returned for evaluation, a root cause cannot be determined. The root cause is likely related to user education or environmental factors. The complaint history review of the reported device does not reveal any additional complaints related to not being able to monitor telemetry devices.

Event description:
The biomedical engineer (bme) reported they were unable to monitor one telemetry transmitter at the central nurse's station (cns), so they rebooted the cns. The cns was then showing 8 telemetry transmitters that had no waveforms. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were unable to monitor one telemetry transmitter, and then they rebooted the central nurse's station (cns). Then they were showing 8 telemetry transmitters that are not showing waveforms. The hard disk drives were replaced, and the cns is now showing the waveforms for the telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were unable to monitor one telemetry transmitter, and then they rebooted the central nurse's station (cns). Then they were showing 8 telemetry transmitters that are not showing waveforms. The hard disk drives were replaced, and the cns is now showing the waveforms for the telemetry transmitters. No patient harm was reported.